Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified moderately tortuous mid left anterior descending artery. The 2.50x12mm rx trek balloon partially inflated then slipped. Direct stenting was done to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.